Event description:
It was reported that the pt experienced an underdose with symptoms of hot flashes and leg pain. A confirmed motor stall was noted in the event logs on (B) (6) 2009 with no motor stall recovery recorded. The pt was not near any sources of emi (electromagnetic interference). The reason for the motor stall was undetermined. The medications being delivered via the device system were clonidine and dilaudid. Add'l info has been requested, a follow-up report will be sent if add'l info becomes available.

Manufacturer narrative:
(B) (4).